Event description:
The service and repair department documented a report that on (B)(4) 2014 the part is not coupling. The device did malfunction during surgery while being used on patient. The surgeon was performing first part of a plating on a fracture in a canine leg, and handle would not couple to hold screw. The surgery was delayed 15-20 minutes as the surgeon lost ability to have complete control over screw & instrument; this a veterinary case, no human patient involved this report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service eval/review was performed. The investigation of the complaint articles has shown that: the customer reported the item was not coupling. The item is not repairable. The cause of the issue is unknown. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that: the device was produced and distributed in may 2014. The coupling piece and the set screw are unscrewed from the shaft. At the front side of the coupling piece there are nicks visible which are distributed over the entire circumference. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information we can not determine the exact root cause. The microscopic view on the coupling piece shows residues of loctite on the thread which is the evidence that the coupling piece was locked according to the specification. The unscrewed set screw is an indication that the device was dismanteled post manufacturing and the nicks on the coupling piece are a clearly sign that a high mechanical force was applied on the device. Based on these results we can assume that the complained issue was clearly caused post manufacturing. Therefore this complaint is invalid from a manufacturing standpoint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis device used in a veterinary case. No patient information will be reported. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. No service history review can be performed as this is a lot controlled item. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.